Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the site emergency department with complaints of severe and intractable lower-back pain. During admission the patient developed fever to 100.6 f, and there was a concern for sepsis. The patient was treated with antibiotics. No additional information was provided.